Event description:
Information received by medtronic indicated that the customer noted sounds a constant tone from the pump. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will continue to use the device and the pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in section h7 and h9 with this report the pump passed the displacement test and test p-cap and reservoir locked properly into reservoir compartment during testing. Pump failed screen portion of the self-test due to pump error 63. Test audio volume for pump and audio increasing and decreasing volume function properly. Successfully downloaded history files and traces using thus. No audio or vibrate related alarms were noted in the pump history files. Pump error 63 variable 3 alarm was found during testing due to cracked solder joint u1 chip on keypad assembly. The pump was cut open for visual inspection and found evidence of moisture on pcba 1. The following were noted during visual inspection: cracked retainer, broken battery tube threads, cracked case (battery tube), missing display window cover, cracked keypad overlay, pillowing keypad overlay. Audio/vibrate anomaly/ absence of alarm was not confirmed during testing or in the history files. Exposed to moisture confirmed on pcba 1. Damaged retainer ring was confirmed during analysis. Pump error 63 was confirmed during testing and through visual inspection where a cracked solder joint was found on the u1 keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.